Event description:
Approximately three years ago, a patient underwent a port placement procedure using powerport slim. On (B)(6) 2025, post the procedure, during removal of the port, it was reported that there was swelling of the skin. It was additionally reported that the distal portion of the catheter was fractured, with approximately 2-3 cm missing and a subsequent chest x-ray demonstrated a retained catheter fragment within the superior vena cava, which was later successfully retrieved by interventional radiology via a femoral venous approach. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport slim implantable port with attached catheter were returned for sample evaluation. Visual evaluation, microscopic observation, tactile evaluation, functional testing were performed. Catheter wear was noted on the attached catheter. A complete compound break was noted on the distal end of the attached catheter. The edges of the complete compound break on the distal end of the attached catheter were noted to be uneven. The surface was noted to be granular in one region and round/smooth in the other region. The distal catheter segment was not returned. Therefore, the investigation is confirmed for the reported fracture and material separation and identified catheter wear and deformation issues. However, the investigation is inconclusive for the reported catheter migration issue as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Approximately three years ago, a patient underwent a port placement procedure using powerport slim. On (B)(6) 2025, post the procedure, during removal of the port, it was reported that there was swelling of the skin. It was additionally reported that the distal portion of the catheter was fractured, with approximately 2 to 3 cm missing and a subsequent chest x ray demonstrated a retained catheter fragment within the superior vena cava, which was later successfully retrieved by interventional radiology via a femoral venous approach. The current status of the patient was unknown.